Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The target lesion was located in the tortuous, calcified right coronary artery (rca). The physician attempted to place a 2.50 x 16 mm taxus express2 drug eluting stent, but was unable to cross the lesion. Consequently, the stent was never delployed. Upon removal the stent struts appeared damaged. The physician successfully completed the procedure with a 2.50 x 18 mm cypher drug eluting stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good.